Event description:
It was reported that after an unsuccessful cross attempt on a lesion in the rca, a dissection was identified at the ostium and the pt was taken to surgery. Pt is reported to be doing well at this time.